Event description:
Customer reported clicking on thumbnail intermittently brings up wrong picture. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and deleted the objects directory and reloaded the calibration files. System operates as intended.